Event description:
Spontaneous call from pt to report she awoke with a softball size spot of blood / medication leaking from line. She only reported headache but usually wakes up with headache. Stated she dropped pump over night but pump appeared to be running correctly and volume given was appropriate. Notified md. No other info provided. Did the pt have a backup device they were able to switch to? Not needed; pump was still functional to continue infusion. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? Unk. Is the actual device available for investigation? Yes. Did we replace the device? No. Reported to (B)(6) by pt/ caregiver.